Manufacturer narrative:
Corrected fields: concomitant medical products. It was reported by a getinge field service engineer (fse) that the customer has decline getinge service. However, unrelated to this event, another fse went to the site to evaluate the iabp and observed auto-fill failure codes in the system logs, but could not duplicate the customer's issue. The fse then performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site is (B)(6).

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generate an iab leak alarm and auto fill failure alarm. The customer removed the iab and did not observe any membrane ruptures or any blood in membrane or helium tube set and also advised that the drain connection on the peltier cooler module was loose. To address this issue, the peltier cooler module was tightened however, this action did not resolve the alarm issues. The customer also ensured the connections for the helium tube set were tightened. The end user chose to discontinue therapy as it was no longer needed for the patient. The iab was discarded and the iabp was taken out of service for now. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generate an iab leak alarm and auto fill failure alarm. The customer removed the iab and did not observe any membrane ruptures or any blood in membrane or helium tube set and also advised that the drain connection on the peltier cooler module was loose. To address this issue, the peltier cooler module was tightened however, this action did not resolve the alarm issues. The customer also ensured the connections for the helium tube set were tightened. The end user chose to discontinue therapy as it was no longer needed for the patient. The iab was discarded and the iabp was taken out of service for now. No patient harm, serious injury or adverse event was reported.

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generate an iab leak alarm and auto fill failure alarm. The customer removed the iab and did not observe any membrane ruptures or any blood in membrane or helium tube set and also advised that the drain connection on the peltier cooler module was loose. To address this issue, the peltier cooler module was tightened however, this action did not resolve the alarm issues. The customer also ensured the connections for the helium tube set were tightened. The end user chose to discontinue therapy as it was no longer needed for the patient. The iab was discarded and the iabp was taken out of service for now. No patient harm, serious injury or adverse event was reported.